Event description:
It was reported that the patient presented to the hospital due to feeling pain. The patient was transferred to another hospital when the cause of the pain could not be found. Cinefluorographic was performed and the possibility of perforation was noted. The lead was capped.

Manufacturer narrative:
Na